Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What was the date of the initial procedure? Can you describe the surgeon initial technique with stratafix spiral? What tissue was the stratafix spiral suture used on? What was the condition of the tissue (normal, diseased, weakened)? Was there any predisposing factor prior to the event (cough, fall, etc)? Can you explain what I meant by the wound ¿fell apart¿? What is the surgeon opinion as to relationship of the stratafix suture and the incision separation? Can you describe the appearance of the suture during the second procedure? Was the suture intact and pulled through the tissue? What are the patient weight, bmi, medical history? What is the current condition of the patient? Can the surgeon describe the appearance of the barbs during second procedure? Can you identify the possible lot number used? Do you have any suture for evaluation?

Event description:
It was reported that the patient underwent a total knee replacement on unknown date and the barbed suture was placed in subticular tissue. The next day the patient had to visit ER because the incision site had separated. The incision was resewed in the ER and a pico drain was placed. It was also reported that the barbed suture was sliding through the tissue and not holding. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch (B)(4) mfg date: (B)(4) 2017, exp date: (B)(4) 2019 batch (B)(4) mfg date: (B)(4) 2016, exp date: (B)(4) 2018 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Representative samples were returned. The returned product was found to meet specifications.

Manufacturer narrative:
Additional information. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation: representative samples were returned. The returned product was found to meet specifications.